Event description:
The bipap a40 device was evaluated in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During the evaluation at a third-party service center, the device was visually inspected and found evidence of foam degradation. During the evaluation, foam particles were observed. While reviewing the device event log, ventilator inoperative error codes indicating (cpu cannot communicate with the flow sensor using i2c bus and cpu cannot communicate with the pressure sensor using spi bus) were confirmed, therefore the service center recommended replacing the device's system board to address the issue. No repair was performed. The device was scrapped as per customer request. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. Additionally, during the evaluation an error code in relation to coin cell voltage is outside of its valid range of 1.65 to 3.6v was recorded in the device event log unrelated to the reported malfunction. The service center recommends replacing the system board to resolve the issue. The ui panel is damaged and dead pixels on the display. Dirt was confirmed inside the unit.

Manufacturer narrative:
The reported failure of ventilator inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. A field action was initiated with record ID fsn 2023-cc-src-039 and consisted of a field safety notice. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The affected products with field complaints alleging pe-pur foam degradation have undergone the establishment of complaint codes specifically identifying foam degradation, for the a series. A field correction action(2021-05-a) was initiated, and medical device recall letters were issued. A field action was initiated to replace pe-pur foam in affected products; degradation was added to the respective dfmeas and the risk management file¿ ER 2205399 v27 (merlin risk matrix) was updated to include hazards associated with foam degradation based on complaints analyzed through various health hazard evaluations (hhes). Risk tags ¿ mduri001, mdtox002 reflected the safety risk assessment of design containing the affected pe-pur foam. These complaints were monitored and trended in accordance with the complaint trending procedures. If the complaints were determined to meet the criteria for escalation, they were escalated for risk assessment through the post market clinical escalation process. As of the date of submission for this report, there is no indication that complaints for the failure in question have led to unacceptable levels of severity or probabilities of harm, and therefore no further action will be pursued.